Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with bad screen. This condition had the potential to interrupt delivery. This condition was found in the general pt ward upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a bad screen was confirmed and reproduced during product evaluation. However, due to refusal of the estimate by the customer, no assignable cause was made. The pump was returned unrepaired. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.